Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal (2000 mcg/ml at an unknown dose) via an implantable pump for an unknown indication for use. It was reported the pump was approaching end of service (eos), but had stalled the night before the pump replacement procedure. The event date was reported to be (B)(6) 2018. It was stated there was no clear reason why the pump stalled, and there were no contributing factors to report. Reprogramming was tried, and monitoring of the patient was also carried out to check for withdrawal symptoms. The pump and catheter were replaced on (B)(6) 2018. It was reported the pump would be returned. The issue was resolved. The patient status was alive - no injury. There were no reported symptoms. Further complications were not reported or anticipated.